Manufacturer narrative:
Outcome adverse event: marked other for infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported there was an infection at the ins battery site. The cause of the event was undetermined. The patient had the ins and leads explanted. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.